Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when the receiver is unplugged from the charging cable it will turn off on its own and has to be hard-reset before it functions properly. No additional event or patient information is available.